Manufacturer narrative:
This is a duplicate report of orig MFR. (1818910-2018-62274). 1818910-2019-103219 is being retracted as it is a report duplication. Original MFR (1818910-2018-62274) will be kept for investigational purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a right knee revision due to pain, adhesions, and tibial tray loosening at an unknown interface. The surgeon noted the anterior flange of the femoral component was slightly off of the anterior femur which allowed good access to disrupt the cement mantle. Depuy cement was used during the primary operation. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.